Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a button error alarm on their insulin pump. It was reported that the customer's blood glucose was 414mg/dl. It was reported that the customer treated high levels with manual injection. It was reported that the device was exposed to water while hiking. It was reported that the buttons are unresponsive. It was reported that the customer was advised to discontinue use of the device, and that it would need to be replaced and returned. It was reported that the customer would be contacted by representative, and arrangements would be made for replacement device.